Event description:
Patient who had a prior vaginal hysterectomy and prolift placed both anterior and posteriorly with significant vaginal bleeding, pain, dyspareunia, and inability to have intercourse. She was found to have a shortened vagina at approximately 8 centimeters with mesh anterior. The arms of the anterior mesh were taut and uncomfortable with palpation in the office. Posteriorly, there was a mesh erosion at the top near the apex and an area at the introitus. There was some folding of both the anterior and posterior mesh found intraoperatively.